Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a hip scope, the universal hip distractor knob broke when it was turned. There was a loss of traction as a result of the knob's malfunction. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device revealed a torn bellows, scratched mast and carriage, and the plastic distractor control knob was broken off. The device could not be functionally tested due to the broken knob. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an application of excess torque to the control knob or an impact event inconsistent with normal use. Please note, turning the knob allows for repositioning of the device and can contribute to a loss of traction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.